Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker experienced an increase in heartrate reaching 160 bpm with left arm movement. Technical services (ts) recommended minute ventilation (mv) response factor reprogramming options. The health care professional (hcp) decided to turn off mv for the time being and the patient has been instructed to jog, run, exercised and the heartrate response would be re-evaluated. This device remains in service. No additional adverse patient effects were reported.